Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required.blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.the observed external cannula tear is related to action # 9056196-05/20/2026-002-c.

Event description:
It was reported that the patient's blood glucose levels rose to 300 mg/dl while wearing the pod between 25 and 36 hours. Investigation of the pod (completed 26-may-2026) found a tear in the cannula. The device was originally reported on 02-mar-2026 for leaking insulin during wear and the patient was bleeding at the infusion site (arm). As treatment, a new pod was applied.